Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Provider states the left and right motor are overheating and causing the chair to cut off/stop intermittently.

Manufacturer narrative:
Product was returned for evaluation. The return fields in oracle state: custom power wheelchairs. Left & right motor, not able to duplicate issue. Ran it 5 minutes during bench test with no unusual heat and no failure. Wiggled wires and brake handle with no failure. Unable to test under load. Complaint was not confirmed. The underlying cause could not be determined after reviewing the documentation in this investigation.

Event description:
Product was returned for evaluation. The return fields in oracle state: custom power wheelchairs. Left & right motor, not able to duplicate issue. Ran it 5 minutes during bench test with no unusual heat and no failure. Wiggled wires and brake handle with no failure. Unable to test under load. Provider states the left and right motor are overheating and causing the chair to cut off/stop intermittently.